Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot. The reported patient effect of atrial perforation is a known possible complication listed in the mitraclip system instructions for use. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the atrial septal tear. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation, with an mr grade of 4+. The transseptal puncture was mid fossa and the height was 6.4cm above the mitral annulus. Imaging was challenging throughout the procedure due to the anatomy (severe scoliosis, rotated heart). The first mitraclip delivery system (cds) was advanced towards the mitral valve, positioning the clip perpendicular to the valve was difficult and the leaflet grasping was unsuccessful. The clip was removed and another cds was advanced, again the clip could not be positioned perpendicular to the valve and the clip became entangled in chordae. The cds was freed from chordae without causing injury and was removed. A new transseptal puncture was performed, cds was advanced; however, the septum tore, and the clip could not be positioned. The devices were removed, and the procedure was aborted. No clips were implanted, mr remained 4+. The patient will be scheduled for mitral valve repair surgery and for closure of the atrial septal defect. The patient remained stable. No additional information was provided.